Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be that the hamilton-mr1 ventilator was not secured to the wall at the time of the event, as it should have been. The mr1 ventilator then moved too close to the MRI scanner. The magnetic field is so strong that this leads to interruptions, and the ventilator shuts down. In addition, the teslaspy was not activated to keep the ventilator at a safe distance from the MRI scanner. In consequence (correction) the ventilator was checked, software was upgraded, safety tests were successfully performed and the device was returned to the hospital for patient use.. There was no patient or user harm reported.

Event description:
User submitted MDR of device a "shut down" after "apparently go too close to the MRI magnet" and the "tesla spy system seem inoperable - no indicator at all"